Event description:
The event occurred in USA during a training session. It was reported that the venous bubble sensor was detecting bubbles when none were present. The venous bubble sensor is being replaced due to it not working appropriately and expedited via the fsca 1427918. The customer has five venous bubble sensors in total that are all non-functionally and this complaint is for the fifth sensor. Complaints for the other four sensors: (B)(4) (mfg report number 8010762-2026-0000126), (B)(4) (mfg report number 8010762-2026-0000127), (B)(4) (mfg report number 8010762-2026-0000153) and (B)(4) (mfg report number 8010762-2026-0000248). The serial number of the venous bubble sensor in this complaint and cardiohelp are not available. The getinge field service technician stated that no service will be performed. The venous bubble sensor will be replaced under fsca. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero flow mode, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.